Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the metal tip of the device detached within the patient and the doctor was unsure whether or not it was retrieved.

Event description:
It was reported that during a procedure, the metal tip of the device detached within the patient and the doctor was unsure whether or not it was retrieved.

Manufacturer narrative:
The product was not returned for investigation as it was discarded by the customer. Therefore, the reported failure mode could not be confirmed. The device history record of the reported lot number could not be reviewed since the lot number is unknown. The most probable root cause for the reported condition can be misuse. However, this cannot be confirmed since the unit was not returned. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.